Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
She states the unit is very wobbly and has only had the unit since (B)(6).